Event description:
The customer received questionable cholesterol results for one patient when tested on a cobas integra 400+ analyzer, (B)(4). The initial result was 10.67 mmol/l and was reported to the patient. On (B)(6) 2011, the same sample was repeated and recovered 5.43 mmol/l. This result was reported outside the laboratory on (B)(6) 2011 as the correct result. The patient visited another clinic to check the result and blood was collected a second time. The cholesterol result from this sample was not provided. No adverse events were reported. The patient's condition is "normal".

Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
New information was received: the cholesterol result from the second sample tested at the clinic was provided. The result was 5 mmol/l.

Manufacturer narrative:
The investigation concluded the most likely cause of the discrepancies was a preanalytical issue (including incorrect handling of the samples or wrong storage). The instrument and assay performed according to specifications as demonstrated by the good quality control, calibration and precision. There also were no other assay outliers. Single false high cholesterol results may result in unnecessary further tests. The only impact to this patient was an additional sample draw for testing.